Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient was in active cardiac arrest when emt arrived. They attempted to place a 25 mm needle on the proximal tibia with the driver device and it didn't come on, no power. The patient expired onsite at home. Paramedic steven lund stated over the phone that he did not believe the delay was a contributory factor in the patient's death as they did get access. Additional confirmation has been sought.

Manufacturer narrative:
(B)(4). No product sample was returned for evaluation, so the reported complaint could not be confirmed. A review of the certificate of conformance found that the driver passed all release criteria. Based on the complaint description, the potential cause for the driver having no power was due to incorrect storage. The ez-io driver instructions for use states "when storing the vascular access pak (vap) remove the trigger guard to prevent accidental activation of the ez-io power driver." Additionally, each vap bag includes a flyer which provides illustrations to instruct the user to remove the trigger guard.